Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted concurrently with total vaginal hysterectomy, bso and diagnostic laparoscopy due to sui. It was reported that following insertion the patient experienced urinary problems, organ perforation, recurrence and bleeding. It was reported that the patient underwent a marshall marchetti krantz urethral suspension and removal of mesh on (B)(6) 2000. (B)(4).